Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd saf-t e-z set¿ there was a crack. The following was received by the initial reporter: product presented a crack in the connection path with the syringe/equipment.

Manufacturer narrative:
A device history record review was completed for provided material number 38734614 and lot number 3114239. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.